Event description:
The customer called to report the pump had a blank display. The customer also informed that they were hsopitalized for high bgs; bronchitis, and chest pains. Troubleshooting was performed. The blank display remained blank. It was stated that the hosp was managing bgs with injections at time of call. Advised the customer to rest the pump until the next day and try the pump again. The customer called back and stated that they inserted two new sets of batteries and the display is still blank.